Event description:
According to the distributor report, surgeon is noting post-operative wound complications in the 20 to 25% of patients when dermabond topical skin adhesive is used. The reported complications ranging from "seeping and oozing" to "wounds that were cultured and grew staph and pseudomonas".